Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 8/6/2010 and was last repaired on 11/19/2013 for a related issue. Eval of the device observed that there was galling to the roller gear and both cutter gear teeth, damage to the comb and minor wear to the right end of the roller. Prior to repair, test mesh could not be performed due to the damaged comb, but cutter evals were performed and both cutters did not pass. Repair of the device included replacement of the comb, left side plate, roller and roller gear. The gears, collars and bushings to both cutters were replaced. The customer is a cadaver tissue bank, which experiences heavy usage of devices. It should be noted that cutter of ratio 2:1 with serial number (B)(4) did not pass cutter eval and was returned to the customer as non-repairable for the second time. The cutter of ratio 1.5:1 with serial number (B)(4) also did not pass cutter eval and was returned to the customer as non-repairable for the fourth time. Improper handling by the user and failure to replace the damaged cutters most likely caused damage to the roller, cutter and their respective gears, which most likely caused the customers reported event. The cutters were returned to the customer as non-repairable.

Event description:
It was reported that the gears in the zimmer skin graft mesher were damaged on the device and need to be replaced. It was noted that the skin was being meshed with less than 75% completion. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.